Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the lead was previously capped for unspecified reasons on (B)(6) 2012, and removed on (B)(6) 2018. There is no further information available.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion breaching the outer insulation exposing the outer coil was noted at 38.6 - 38.8 cm, 39.6 - 39.9 cm, and 29.7 - 32.2 cm from the distal tip consistent with lead friction to the ICD can or feature of the heart.